Event description:
Customer said she had taken one of the brushes out to use and the brush fell off of the handle, did not use. She returned the remaining pieces in the bag to the store. She's not sure where she put the broken one.